Event description:
The handpiece is a loaner sample. The device was checked and the test showed that it had loose mount. No patient consequence.

Manufacturer narrative:
Torn isolator. Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and an error code 5 was noted. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument.